Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl at an unknown concentration and dosage via an implantable pump for non-malignant pain. On (B)(6) 2020, it was reported that the patient kept getting an error code of 8286 on their personal therapy management programmer (ptm), indicative of an empty reservoir. According to the patient, they missed their refill on (B)(6) 2020 and are due to go on (B)(6) 2020 as they are trying saturday refill appointments. No symptoms were reported. No further complications were reported.